Event description:
Port placed 8/96 for chemotherapy. Pt's chemo finished and port was being flushed monthly. In march, it flushed without difficulty. On 4/16/97, pt went in for flush and there was swelling around port in the chest. Removed port and found catheter had broken off 1" distal to the port stem. X-ray taken which showed it had embolized to the pt's heart.